Event description:
It was reported, the patient began losing feeling in her legs, and the ability to move her legs postoperative. The surgeon immediately took the patient to surgery and removed the entire system. During the removal, the physician noted a large hematoma at the lead site. It was reported there was an additional laminectomy performed to remove the hematoma. Follow up determined the patient's symptoms had resolved, and it was reported the patient had fully recovered.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.